Manufacturer narrative:
Concomitant products: eq rev 42mm glenosphere (cat# 320-01-42 / serial# 5178106) eq rev adapter plate tray +0 (cat# 320-10-00 / serial# (B)(6) eq rev locking screw (cat# 320-15-05 / serial# 5081765) eq rev toruqe screw kit (cat# 320-20-00 / serial# (B)(6) the revision reported was likely the result of disassembly between the humeral liner and humeral tray. However, this cannot be confirmed and potential contributions from patient conditions, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, approximately six years post initial right tsa, the 77 y/o male patient experienced poly disassociated from unknown cause. Implants were removed and revised with new components. The patient was stable at conclusion of case. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to hospital policy.